Manufacturer narrative:
Evaluation summary: the reported condition was confirmed. This issue is currently being investigated.

Event description:
The facility reported a problem with the lithium battery. Information was not provided regarding whether or not the failure occurred during a patient infusion. Although baxter attempted to obtain information, details were not available regarding additional contact information. The hospital representative stated there were no reports of patient injury or medical intervention associated with this event.